Event description:
It was reported that the patient reporting having hiccups. An x-ray found that the device had been flipped multiple times and the right atrial lead had dislodged. The patient is believed to have twiddler's syndrome. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient reporting having hiccups. An x-ray found that the device had been flipped multiple times and the right atrial lead had dislodged. The patient is believed to have twiddler's syndrome. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) competitor implantable tachy lead (B)(6) 2011; (B)(4) implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.